Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room, loss of capture and lead fracture were observed on right ventricular (rv) lead. Programming change was made, and the lead was capped and replaced on (B)(6) 2020. No adverse events were reported. The patient was discharged.